Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of sample. Therefore, an assignable cause cannot be provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (renq-CAPA-(B)(4)).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During assistance with troubleshooting for system error 2240 and 2367; which occurred on the homechoice (hc) during use during drain 1 of 4, the baxter technical service representative (tsr) determined that the home patient (hp) had connected the drain line extension after the prime was completed. The tsr assisted with ending therapy and starting over. The hp decided to end therapy for the night, and would contact their registered nurse. During a follow-up with the registered nurse regarding the reported problem, they stated that everything has been resolved. The registered nurse stated the patient is continuing therapy without further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.